Event description:
"Under fluoroscopy, the physician noticed that the marker band on the tip of the sheath was loose. After he removed the device from the pt, he noticed that the marker band was not held on the tip properly."

Manufacturer narrative:
Migration of non-active radiographic marker band (not an electrode) on device with no consequences or impact to pt. Pending investigation report from external manufacturer.